Manufacturer narrative:
Evaluation of the returned 5f select confirmed that the catheter was fractured. This damage typically occurs due to retraction against resistance. Based on the damage at the fractured location, the 5f select may have been retracted against resistance during use. Further evaluation revealed additional fractures and damage on the distal segments. This damage may have occurred during the snaring process and removal from the patient. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The following sections are being updated based on additional information provided in a post-operative report received on april 4, 2023: section a. Box 2. Date of birth. Section b. Box 5. Describe event or problem. The following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report 3005168196-2023-00143; based on additional information provided in a post-operative report received on april 4, 2023: section a. Box 1. Patient identifier. Section a. Box 2. Age at time of event. Section h. Box 10./11. Narrative/corrected data. Evaluation of the returned 5f select confirmed that the catheter was fractured. This damage may have occurred due to unrestrained moving or torqueing against resistance. Navigation within difficult anatomy may have contributed to increased resistance. Evaluation also confirmed the two fractured segments measuring approximately 5 cm and 2 cm reported to have occurred during removal through the non-penumbra 6f sheath. The 2 cm fractured segment included the intact distal tip of the catheter. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Penumbra received additional information via a post-operative report on april 4, 2023. A diagnostic procedure was performed to visualize a cerebellar avm using a neuron select catheter 5f (5f select). The 5f select was advanced to the target anatomy via radial access through a short sheath with use of a 0.035 guidewire. The 5f select was navigated to the lva, lcca, leca, and lica and angiograms were performed in each vessel respectively. The 5f select was visualized for removal from the lica when it was noticed the 5f select had fractured resulting in two loose segments. At this point, a snare was introduced through the 5f select. During advancement of the snare to the lica in attempt to snare the larger segment, the smaller segment dislodged and migrated to the m2/m3. The snare and 5f select were removed from the radial access site. The right common femoral artery (rcfa) was then accessed and a benchmark bmx96 access system (bmx96) and 5 french non-penumbra catheter were introduced into the left common carotid artery (lcca). A snare was introduced through the diagnostic catheter to snare the larger segment. The larger segment was retracted into the rcfa but could not be removed. A non-penumbra microcatheter was introduced to navigate to the fractured segment in the m2. A non- penumbra revascularization device was used in attempt to remove the fragment but was unsuccessful. A penumbra system red 72 reperfusion catheter (red72) and a penumbra system red 62 reperfusion catheter (red62) were both used in attempt to aspirate the fragment from the m2 but were unsuccessful. A 4mm snare was then used in an attempt to remove the fractured segment but was unsuccessful. A super selective angiogram showed sufficient flow to distal mca branches past the fractured segment in the m2/m3. The decision was made to leave the fractured segment. The bmx96 system was removed. Imaging was performed through the radial access point. A non-penumbra 6f sheath was introduced through the femoral access point to snare the fragment remaining in the rcfa. The fractured segment was retracted into the non-penumbra sheath and fractured into two pieces within the sheath during removal. The procedure was completed at this point. The post-operative report indicated the patient was stable after the procedure. Subsequently, information from the physician indicated that the patient¿s status was unstable. It is unknown how the reported event may have impacted the patient¿s status.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a neuron select catheter 5f (5f select) and a guidewire. During the procedure, while advancing the 5f select in the bovine arch, the physician noticed under fluoroscopy that the distal end of the 5f select broke into three parts inside the patient. The physician then used a snare device and removed the broken parts; however, a small piece was left in the m2 branch and the physician was unable to retrieve it. The procedure ended at this point. It was reported that the patient''s condition is unstable. No additional information is available at this point.